Manufacturer narrative:
Date sent to the FDA: 06/12/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form wil be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2006. Ten months later, a second thermal endometrial ablation procedure was performed. The following year. The patient experienced abdominal pain and cramping and was diagnosed with hematometra. The surgeon dilated the patient's cervix and old blood was drained. An abdominal hysterectomy was planned for the week of 2007.